Manufacturer narrative:
One picture of a cadd administration set was received. In the picture can see a cassette product inside of a blue plastic bag. In the picture the cassette isn't visible to inspected. No occlusion evidence could see. No thorough inspection could be performed because no samples were provided for evaluation. A review of the manufacturing process was conducted by quality intern, in order to verify that there are no situations or practices that could create the event as described in the "complaint description" section. A review of the production floor was conducted, a sample of 32 units were taken in order to verify for that the bags were correctly placed; no discrepancies were detected.

Manufacturer narrative:
Reported that the "actual sample was discarded".

Event description:
Information was received that this smiths medical cadd cassette reservoirs, exhibited "downstream occlusion problem". It was reported that the "customer checked with different machine, but still registers the same problem". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.